Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer had some cubies not on the bus; row c was not on the bus. A field service engineer powered down the station, opened drawer 5.1, removed the bad tray, removed all cubies from the bad tray, replaced cubie tray b, put the cubies back on tray b, closed the drawer, and powered on the station. The customer recovered the failed pockets and inventoried the medications in row b to test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus, and a hardware failure message indicated a failure to access the hardware. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.